Event description:
It was reported that a patient passed away. The circumstances of the patient's death were unknown. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician's office on (B)(4) 2012. The patient had hypertension and sleep apnea. The seizure history was unclear as the patient was not a reliable in reporting however it was suspected the patient had over 20 complex partial seizures per month. The patient had more than a 50% reduction in seizures with vns. It was unknown if the patient was ever enrolled in a study. The lead and generator were not explanted. The patient was receiving vns therapy at the time of his death. The patient's last office visit was (B)(6) 2011. The last know AED plasma levels were not available. The patient was worked up for resective surgery however the surgery did not occur. The death was not believed to be related to vns. A copy of the patient's death certificate was received where it was reported that the patient died in a nursing home/long term care facility. The patient was cremated. The patient died due to natural causes with malignant hypertension listed. The patient's seizure disorder was listed as a contributing condition. No autopsy was performed.

Event description:
A sudep (sudden unexpected death in epilepsy) evaluation was performed through the (B)(6) which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.